Event description:
It was reported that when the asymptomatic patient presented for normal follow-up, externalized conductors were observed via x-ray. Electrical function of the lead was normal. Routine follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.